Event description:
Original report in 05/2002: driver making a loud noise when connected to bivad patient. Biomed switched patient to backup and called technical support. No effect on patient. Additional information received: the log file was reviewed and it indicated the lvad had stopped pumping on the patient. The original complaint was only for noise. The hospital was contacted immediately to determine what actually happened. The latest information from the hospital indicated the driver made a high pitched sound and stopped pumping the lvad. The patient was switched to a hand pump. After a few minutes the driver started pumping again. The patient was transferred to a backup driver. There was no effect on the patient.